Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues with the ventricular lead were reported during the implant procedure. Appropriate connection could not be confirmed. Another pacemaker was subsequently implanted.